Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Leaking discovered on (B)(6)-2016. The device was took out on the same day. Patient condition is under monitoring, kiv reimplant new set of evd if the condition doesn't improve. No meningitis yet.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The catheter was received with the female luer to 3/32¿ barb attached as well as an additional tube set which is not a codman product. The assembly was evaluated by injecting water into the tube set. Water was observed exiting the end of the catheter as expected. Hemostats were applied near the end of the catheter to close off the holes on the end of the catheter and evaluate possible leaking within the system. Water was observed leaking at the connection between the codman female luer (pn 205215-001) and the non-codman tube set with male luer lock fitting. After disconnecting the luers, the codman female luer was found to have cracks. The leaking observed was confirmed. A crack in the female luer is the cause of the leaking. A review of manufacturing records was performed and no discrepancies were noted. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.